Manufacturer narrative:
The initial reporter facility name is (B)(6).

Event description:
(B)(6) study. It was reported that a stroke occurred. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. Prior to the index procedure, aspirin was not administered. A 27mm watchman laa closure device & delivery system (wds) was successfully implanted with a complete laa seal and deployed device diameter of 23mm. The next day the patient was discharged on aspirin and clopidogrel. On (B)(6) 2019, the patient experienced dizziness and vertigo with nausea and vomiting. On (B)(6) 2019, the patient was hospitalized and diagnosed with a cerebellum stroke. The suspected cause of the event is embolic. At the time of the event, the patient was on aspirin and clopidogrel. On (B)(6) 2019, the event was considered to be resolved with sequelae and the patient was discharged on the same day.

Manufacturer narrative:
The initial reporter facility name is (B)(6).

Event description:
Asap too study. It was reported that a stroke occurred. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. Prior to the index procedure, aspirin was not administered. A 27mm watchman laa closure device & delivery system (wds) was successfully implanted with a complete laa seal and deployed device diameter of 23mm. The next day the patient was discharged on aspirin and clopidogrel. On (B)(6) 2019, the patient experienced dizziness and vertigo with nausea and vomiting. On (B)(6) 2019, the patient was hospitalized and diagnosed with a cerebellum stroke. The suspected cause of the event is embolic. At the time of the event, the patient was on aspirin and clopidogrel. On (B)(6) 2019, the event was considered to be resolved with sequelae and the patient was discharged on the same day. It was further reported that a CT scan performed on (B)(6) 2019, revealed presence of an acute ischemic focal point in the right inferior cerebellar hemisphere with mild associated mass effect with no hemorrhagic transformation. Mass effect on the 4th ventricle with no hydrocephaly. On (B)(6) 2019, clopidogrel was discontinued. On (B)(6) 2019, a cerebral CT scan was repeated which revealed essentially identical results as the previous examination. CT revealed acute/subacute ischemic lesion in the right cerebellar hemisphere with associated mild mass effect and bringing about a subtle deviation of the vermis toward the left over about 7 mm, as well as an extrinsic filling of the 4th ventricle, and there appears to be no evidence of hemorrhagic transformation. No evidence of hydrocephaly and no new anomaly of parenchymatous density detected. On (B)(6) 2019, the patient was given heparin 5000 units and aspirin was also discontinued. On (B)(6) a transesophageal echocardiogram (tee) was performed. The tee revealed complete laa seal, with 1 cm^2 thrombus on the atrial facing surface of the watchman device. No further action was taken for treatment of the thrombus.

Manufacturer narrative:
The initial reporter facility name is (B)(6).

Event description:
Asap too study. It was reported that a stroke occurred. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. Prior to the index procedure, aspirin was not administered. A 27mm watchman laa closure device & delivery system (wds) was successfully implanted with a complete laa seal and deployed device diameter of 23mm. The next day the patient was discharged on aspirin and clopidogrel. On (B)(6) 2019, the patient experienced dizziness and vertigo with nausea and vomiting. On (B)(6) 2019, the patient was hospitalized and diagnosed with a cerebellum stroke. The suspected cause of the event is embolic. At the time of the event, the patient was on aspirin and clopidogrel. On (B)(6) 2019, the event was considered to be resolved with sequelae and the patient was discharged on the same day. It was further reported that a CT scan performed on (B)(6) 2019, revealed presence of an acute ischemic focal point in the right inferior cerebellar hemisphere with mild associated mass effect with no hemorrhagic transformation. Mass effect on the 4th ventricle with no hydrocephaly. On (B)(6) 2019, clopidogrel was discontinued. On (B)(6) 2019, a cerebral CT scan was repeated which revealed essentially identical results as the previous examination. CT revealed acute/subacute ischemic lesion in the right cerebellar hemisphere with associated mild mass effect and bringing about a subtle deviation of the vermis toward the left over about 7 mm, as well as an extrinsic filling of the 4th ventricle, and there appears to be no evidence of hemorrhagic transformation. No evidence of hydrocephaly and no new anomaly of parenchymatous density detected. On (B)(6) 2019, the patient was given heparin 5000 units and aspirin was also discontinued. On (B)(6) a transesophageal echocardiogram (tee) was performed. The tee revealed complete laa seal, with 1 cm^2 thrombus on the atrial facing surface of the watchman device. No further action was taken for treatment of the thrombus. It was further reported that the patient was put on eliquis 5mg twice a day for device thrombus and on (B)(6) 2019 the thrombus was resolved. The eliquis dose was reduced to 2.5mg twice a day and the patient had a tee which revealed no thrombus on low eliquis doses. The suspected cause of the event was "stopping medication". The patient was resumed on eliquis 5mg twice per day as the corrective action with monitoring. The patient had no neurological symptoms and hematuria has also not recurred. On (B)(6) 2020, the device thrombus event was considered to be resolved.